Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknwon. Symptoms: sluggish, sleepy. The patient reported that the patient "blacked out". The meter allegedly has an issue with the port and the test strips that the patient was using were the incorrect width. The results on the patient's meter "lo, 311, 256mg/dl". There were no results reported from any other source. There was no comparison between the patient's meter and another device. There was no treatment. No further info has been reported.